Manufacturer narrative:
As of today, the serial number and the implant date of the subject pacemaker are unknown. The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2020, aida memories could not load during a pacemaker follow-up. The session was ended and a new interrogation was performed: aida memories started loading but after 10 minutes, the loading was still not finished; therefore, no check of the implant memories was possible. It can be noted that the leds of the inductive head were green.

Manufacturer narrative:
The serial number and the implant date of the subject pacemaker remain unknown.

Event description:
Reportedly, on (B)(6) 2020, aida memories could not load during a pacemaker follow-up. The session was ended and a new interrogation was performed: aida memories started loading but after 10 minutes, the loading was still not finished; therefore, no check of the implant memories was possible. It can be noted that the leds of the inductive head were green.